Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in tubing). The home patient was connected at the time of the alarm. This occurred during the initial drain cycle of peritoneal dialysis therapy. The caregiver stated that the patient line may not have been primed to the top. The caregiver was to start the patient over with new supplies. No additional information is available.